Event description:
Boston scientific was notified of the following event occurring with the first coil used during this treatment: this coil was inserted into the aneurysm, and the marker got the detachment position. Then, the cable of the power supply was attached, and the power was turned on. At that time, the voltage was at 10.8v, and the check mark was turned on. Because the same condition occurred several times, the power supply and the cable were changed to new ones. The voltage increased from about 4v to 10.7v, and the detachment alarm sounded after about 20 seconds. But the coil wasn't detached. Though the detachment process was repeated several times, the coil would not detach. Subsequently, the coil was pulled out carefully. When the physician touched the coil after it was pulled out, it detached. Patient status after procedure: good. No additional intervention and/or surgery was necessary.